Manufacturer narrative:
Device not available to stryker.

Event description:
It was reported that during a bimax procedure the drill bit snapped at the point where the cutting surface meets the drill shaft while the surgeon was using the device. It was further reported that there was no adverse consequences to the patient or user and there was no surgical delay as a result of this event.

Event description:
It was reported that during a bimax procedure, the drill bit snapped at the point where the cutting surface meets the drill shaft while the surgeon was using the device. It was further reported that there was no adverse consequences to the patient or user and there was no surgical delay as a result of this event.

Manufacturer narrative:
Device not returned for evaluation. Device not returned to manufacturer.